Manufacturer narrative:
(B)(4). Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The subject device is not available for evaluation as it was discarded. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards bioprosthetic mitral valve, implanted eight (8) years and six (6) months, was explanted due to stenosis. The explanted device was replaced with another edwards bioprosthetic mitral valve. Pannus in growth from preserved anterior leaflet tissue was preventing excursion of the septal oriented leaflet. Patient also had tr and pulmonary hypertension. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received information that a bioprosthetic mitral valve, implanted eight (8) years and six (6) months, was explanted due to stenosis and regurgitation. The explanted device was replaced with another edwards bioprosthetic valve. Pannus in growth from preserved anterior leaflet tissue was preventing excursion of the septal oriented leaflet. Patient also had tr which was treated with placement of an edwards annuloplasty ring. There were no complications and he was taken to the ICU on several pressor/inotropes and inhaled no. He recovered and was discharged in stable condition with home health care on pod #8.